Event description:
It was reported that a patient presented to the emergency room with fatigue. Device interrogation revealed acute rise in capture threshold and intermittent capture on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient condition was stable.